Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that on (B)(6) 2016 the patient with this lead was in the ER after experiencing syncope. No stored episodes were found, but possibly atrial undersensing. The clinician noted that the patient has recently had medicine changes and additional health issues that may have contributed to their symptoms. Additional information was received that a revision procedure was performed due to right atrial undersensing. During the procedure the physician found that the patient has a very diseased right atrium, which he believed to be the cause of the atrial undersensing and loss of capture. The ra lead was explanted and replaced. The newly implanted ra lead did not exhibit good measurements during the implant procedure.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection.in the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation.the lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications.the analysis did not reveal any sign of a material or manufacturing problem.biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.